Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information upon opening the box it was noticed the radio-opaque connectable pusher was not in the package. There was a sealed and empty bag present. The device was changed.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaints on the lot number 10398505. We received one sealed sample. Sealed pouch for pusher was empty and not opened. The defect mentioned was confirmed. This product was packaged at our manufacturing plant in sarlat and the kit was realized in our warehouse in le plessis paté. A resensitization of the concerned operator by packaging step and the kitting's operator were done. A similar case study was performed based on aj42e4 product, defect: empty packaging, no similar case was found. A rmf evaluation was performed based on criq243, risk identified10201 (hazardous situation: inconsistent labelling / labelling does not match product, dimension problem (i.e.: 4,8 ch instead of 6 ch) or product line (i.e.: silicone vs vortek) or quantity of products in the packaging). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information upon opening the box it was noticed the radio-opaque connectable pusher was not in the package. There was a sealed and empty bag present. The device was changed.